Manufacturer narrative:
Product investigation summary: the returned instrument was examined and the complaint condition was able to be confirmed as the spring with tab was found to be broken approximately 29mm from the proximal end; the broken piece was not returned. No definitive root cause was able to be determined as details regarding the method of use at the time of failure were not available. The failure mode is consistent with the application of excessive force/rough handling. The plate cutter for midface plates (part 03.503.039) is noted in four (4) technique guides: curvilinear distractor, matrixcombo plating, cmf distraction, and matrixorthognathic. In each system, the cutter is utilized to trim plates to better fit a patient¿s anatomy. The returned instrument is the only cutting instrument in the matrixorthognathic system. The returned instrument was examined and the complaint condition as able to be confirmed as the spring with tab was found to be broken approximately 29mm from the proximal end; the broken piece was not returned. The relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision): top-level, spring with tab. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number with no material record reports, non-conformance reports, or complaint-related issues identified that may have contributed to the complaint condition. No definitive root cause was able to be determined as details regarding the method of use at the time of failure were not available; the failure mode is consistent with the application of excessive force/rough handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No reported patient or surgical involvement. Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 27, 2010. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a plate cutter for midface plates was found to be broken in sterile supply. No reported patient or surgical involvement. No additional information available. This report is 1 of 1 for (B)(4).